Event description:
The complainant had placed a impella cp for the support of a patient admitted in with acute myocardial infarction/cardiogenic shock. During support the patient subsequently had severe hemolysis with acute renal failure and the need for continuous renal replacement therapy. Starting with impella implantation intermittent signs of malperfusion of the left leg (cooler than right leg, intermittently marbled). Concomitant with bleeding tendency: massive transfusion. Evidence of heparin-induced thrombocytopenia type ii. Subsequently, pronounced malperfusion of the left leg under agatroban medication. Malperfusion persisted and thrombotic closure of the pelvic vasculature and the femoral fork on the left diagnosed: removal of the impella and thrombectomy of the pelvic vasculature and the femoral fork as well as patchplastic of the left arteria femoralis communis. In the course of the next day, resuscitation was required again and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Ischemia/thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Renal failure/thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.